Event description:
Reference number (B)(4). Event occured in france. On (B)(6) 2025, the patient experienced an issue with their infusion set. Specifically, the patient encountered leakage from the catheter of the infusion set. No further information available.